Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that prior to use the lead helix would not extend. The lead was replaced. No patient complications have been reported as a result of this event.